Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-6410 serial/batch number (B)(6) was received for investigation. Functional testing with dualwave pump found that the device does not function as required. The tube was intentionally bent for about a minute during the test, and the alarm never sounded. The visual inspection identified no damage to the devices. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported on 06/28/2022 by a facility representative via sems that an ar-6410 tubing systems perfusion became "uncontrollable" this was discovered during a case with no patient harm.